Manufacturer narrative:
E. 1. Initial reporter phone: (B)(6). Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31012787l and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered pericardial effusion with prolonged hospitalization. It was reported that when checking the effusion, the pericardial fluid was found to have increased slightly. Timing was after the procedure, when echo with the soundstar was performed to check the effusion. The patient did not show significant decrease in blood pressure. He was checked several times to see if there was a significant increase in effusion, and since it was not a large amount, the procedure was completed, and the patient was being kept in the ICU for overnight observation. Atrial septal puncture was performed. Ablation was performed before pericardial effusion or tamponade was confirmed. Irrigation catheter was used, the flow rate setting was 8ml at the time of ablation, 2ml at low flow. Description of health hazard: pericardial effusion (no drainage). Cf monitoring methods: dashboard; vector. Coloration setting of visitag was tag index. Causal relationship with the product is unknown. There was no abnormality before and while using the product. The adverse event occurred on (B)(6)2023. It was discovered post use of biosense webster products. No intervention has been provided so far. Outcome of the adverse event was improved. Transseptal puncture was performed with rf needle. No evidence of steam pop occurred. The event occurred after the ablation procedure was completed. No error message observed during the procedure. Visitag module parameters for stability were range: 3mm, time: 3s, fot: 25%3g, size: 3mm. Irrigated catheter was used during ablation 8ml/min, low flow 2ml/min. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Additional filter used with visitag was respiration adjustment.